Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed. Receiver charge was performed and failed due to receiver damaged/ defective usb connector. Receiver boot was performed and failed due to receiver damaged/ defective usb connector. Internal visual inspection was performed and passed. The performance data was not reviewed as the logs could not be downloaded due to receiver damaged/ defective usb connector. The allegation was undetermined. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.